Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mm x 3.25mm wolverine coronary cutting balloon monorail was used to dilate the lesion and on the first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported in relation to this event.